Manufacturer narrative:
Additional information: there are two main subassemblies for the n4298 fascia crawford stripper. Each stripper is etched to ensure the subassemblies match and work properly. The strippers are not designed to be have the sub-assemblies inter-changeable. In this case, the customer inadvertently mixed two different sub-assemblies which most likely is the root cause of the complaint. The instrument was visually inspected and compared to the master model. Lot #2074344 from stock was evaluated. No issue found with current stock. There is no dfu clearly identifying this for the end-user. It is recommended that a dfu be established to warn the end-user to not mix sub-assemblies from two different devices.

Manufacturer narrative:
This investigation is on going.

Event description:
The user facility reported that during surgery the product didn't work; therefore, the doctor had to retrieve another graph from the patients other leg. The tissue was used to replace muscle on the patients eye.